Event description:
Customer reported a problem with the motorized system. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a movement calibration, and replaced the rui. System operates as intended.